Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative that the tubing was broken at the swivel grip tube joint on two of their ojr418 optiflow junior 2 nasal cannulas during use on a patient. There was no reported patient consequence. The healthcare facility further reported that the cannulas are not available for investigation.

Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer. Section d4: expiration date not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date not provided by the customer. Method: the subject devices, ojr418 optiflow junior 2 nasal cannulas were not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the information, provided by the healthcare previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility stated that the tubing of ojr418 optiflow junior 2 nasal cannulas was damaged. There were no patient consequences reported by the healthcare facility. Conclusion: without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr418 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer. Section d4: expiration date not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative that the tubing was broken at the swivel grip tube joint on two their ojr418 optiflow junior 2 nasal cannulas during use on a patient. There was no reported patient consequence. The healthcare facility further reported the cannulas are not available for investigation.